Manufacturer narrative:
Internal file number: (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na.

Event description:
It was reported that on (B)(6) 2018 the 4.0x15 mm xience alpine stent was implanted in the proximal right coronary artery (rca). On (B)(6) 2019 there was in-stent restenosis with an 85% stenosis in the proximal rca. Percutaneous revascularization in the target lesion was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001. The stent remains in patient.

Event description:
It was reported that on (B)(6) 2018 the 4.0x15 mm xience alpine stent was implanted in the proximal right coronary artery. On (B)(6) 2019 there was in-stent restenosis with an 85% stenosis in the proximal rca. Percutaneous revascularization in the target lesion was performed. No additional information was provided.